Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that she was sent to the hospital because she was not feeling well; no specific symptoms were provided. When the nurses checked her blood sugar it was 497mg/dl but the cgm sensor read 249 mg/dl. The patient was unable to provide the name of the medication that was given to her and declined to provide any further details of what happened. At the time of the report her bg was stable. At the time of the event she had been taking acetaminophen, but at less than the maximum allowed dosage. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.